Event description:
A device report for (B)(6) indicates a hospital in (B)(6) reported: patient was implanted on an unknown date with three sternal zip fix in the manubrium. Approximately three weeks later it was discovered that the three zip-fixes loosened in the locking mechanism and required medical surgical intervention on an unknown date. This is 3 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.